Event description:
The device has been returned for analysis.

Manufacturer narrative:
Upon receipt, a thorough evaluation of the product was performed. The device case was visibly swollen. After removing the device case it was noted that battery swelling was the cause of the case swelling. The measured battery voltage was found to be 1.01 volts; engineering calculations confirmed that the device fell short of longevity expectations based on actual clinical use. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) underwent a routine pulse generator (pg) change out procedure. The device was explanted and is to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.